Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was detached from the pusher assembly, the pe fibers were fractured, and the proximal constraint sphere was inside the distal detachment tip (ddt). The embolization coil was unwound with dried blood trapped within. Evaluation of the returned device revealed the embolization coil was detached from the pusher assembly and the pe fibers were fractured. Fracture of the pe fibers typically occurs due to forceful retraction of the smart coil against resistance, and will allow the embolization coil to detach. Further evaluation revealed the embolization coil was unwound and the pusher assembly was kinked in multiple locations. The unwinding of the detached embolization coil likely occurred during attempts to retrieve the coil with a snare. The kinks observed in the pusher assembly were likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an intra-cerebral aneurysm using penumbra smart coils (smart coil). During the procedure, while attempting to retract a smart coil into a non-penumbra microcatheter for repositioning, the smart coil unintentionally detached outside of the microcatheter and in the aneurysm. The physician then used a snare device to remove the detached smart coil, but the smart coil fragmented into pieces during the attempt to snare. Majority of the coil was removed by the snare device. However, some fragments remained outside the aneurysm inside the patient¿s body. The procedure then continued using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.